Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had one year remaining and when the output was increased, the device triggered end of life (eol). Boston scientific technical services (ts) then explain how device work when device would reach eol. To date, the device remains in service. No adverse patient effects were reported.